Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) did exhibit out-of-range left ventricular pace impedance. Other measurements as well as lead function were not known at the time of this initial report. Date of implant was also not known at the time of this report therefore a connection issue could not be ruled out. The caller also identified that this crt-d was beeping on the hour, every hour. The boston scientific technical services consultant suspected the presence of a magnet. There was no report of adverse patient effect.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. The investigation remains open at this time.